Event description:
This pt was enrolled on the (B)(6) trial, a multi-center prospective aneurysm clinical trial, and was randomized to the hydrocoil embolic system treatment arm. The pt is a (B)(6) male who presented with an ruptured aneurysm on the anterior communicating artery. The aneurysm was coiled on (B)(6) 2014, the pt was planned to be discharged, but developed a mild vasospasm in the mca with associated worsened headaches. The pt was treated with neo-synephrine and monitored with transcranial dopplers. On (B)(6) 2014, a CT scan was done which showed he was stable enough for discharge. The vasospasm was reported as serious adverse event which required in subject hospitalization or prolongation of existing hospitalization.